Event description:
Puritan bennett adapter with flowmeter for a #p6803a-p-o-048 oxygen hose (diss female x puritan bennett) is defective. The adapter with flowmeter, that plugs into the puritan bennett check unit on end of hose drop, disengages and stop the flow of gas (oxygen). A repairman investigated the problem and found that when the check unit is grabbed for adjustment of the flowmeter, the release button would be pressed allowing the adapter to be released halfway out.